Event description:
It was reported that the patient experienced a burning sensation involving patient's entire back and a chilled feeling when the patient had a catheter leak in the past. At the time of the event the pump delivered an unknown drug. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the previously reported event referred to as a catheter leak occurred on (B)(6) 2011. On this date, the patient began having withdrawal symptoms, including slight diarrhea, cold and hot flashes, nausea, and cold sweats. At that time, the patient¿s pump contained morphine sulfate 50mg/ml infusing at 4.012mg/day. The patient was started on oral morphine sulfate-immediate release 15mg 4 times per day for 2 weeks for the withdrawal symptoms. The hcp performed a pump and catheter check under fluoroscopy on (B)(6) 2011 and the catheter appeared patent without any leaks. However, the patient¿s pump was noted to be 7 years old and in need of replacement. So, the pump was replaced on (B)(6) 2011. During this surgery, the catheter was spliced and no cerebrospinal fluid (csf) was noted. The catheter was then considered to be non-functional. This catheter, as well as its anchor, was left in place and a new catheter was implanted. The issue resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).